Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number. Na.

Event description:
It was reported this was a closure of an unspecified vessel using the pre-close technique prior to an unspecified surgical procedure. Reportedly, the "sutures did not work" with two proglide devices. The sutures of two new proglide devices were successfully pre-placed. The surgical procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The insufficient information was observed as suture retrieval issue needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: d4 - lot # updated from 3041843 to 3041941. H4 - device mfg date: updated.

Event description:
Subsequent to the initial MDR report, returned device analysis of the first progilde found that the posterior needle tip was separated and not returned. Analysis of the second proglide device found that the posterior needle tip was ejected from the posterior needle shank with no damages noted. The anterior needle barb was scratched. No additional information was provided.